Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining a "scan again in 10 minutes" message from the freestyle libre 2 sensor on the seventh day of wear. Due to the sensor message, the customer was unable to monitor glucose and experienced symptoms of tiredness, dizziness, sweating, and loss of consciousness. The customer was able to self-treat with lift glucose tablets provided by a third party. There was no report of death or permanent injury associated with this event.